Event description:
It was reported that the pt felt like the medication in his pump was "going through my system making me light-headed all of the time." He wanted to know if that was possible. The pt stated that the catheter needed to be replaced. He stated that the catheter had been leaking and was twisted, bent, broke or was kinked. The medication being delivered via the device system was not reported. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B) (4).